Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd 7 inch mic ext set w/1.2mf filter occluded during infusion. The following information was provided by the initial reporter: reference number (B)(4) the filter ran occluded while infusing and the rn was not able to prime the tubing without it occluding. Reference number (B)(4) the filter ran occluded while infusing and the rn was not able to prime the tubing without it occluding.